Manufacturer narrative:
Information contained in this report was previously submitted through psr 410 on 22jan2019. This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; deformation, yellow particles in the shell, the weight the device within specification, crease fold and was observed after autoclave: cloudy color and voids. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: seroma and capsular contracture, baker grade unknown.

Event description:
Health professional reported event of left side capsular contracture, baker grade unknown, seroma-late, and double capsule. Device has been explanted.